Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd alaris pump module smartsite infusion set had leakage. The following information was provided by the initial reporter: the set was leaking. No harm to patient.

Manufacturer narrative:
It was reported by customer that the set was leaking. One sample was received for quality investigation. Visual inspection of the sample indicates that there were no damages or abnormalities on the sample. The sample was then primed and leak was immediately identified at the top of the pumping segment to infusion set tubing. Further inspection of the sample indicates that there is a possible insufficient amount of bonding solvent at the joint allowing for fluid to leak through. The investigation was forwarded to manufacturing for root cause evaluation. After the investigation the root cause for the issue was determined to be a malfunction with the solvent dispenser. As a corrective action the tool used to dispense the solvent was changed. A device history record review for model 2426-0007 with multiple possible lot numbers was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.